Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, post procedure on (B)(6), 2010 nutrition leaked from the button. The procedure was completed with a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The patient's age is unknown however over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, post procedure on (B)(6), 2010 nutrition leaked from the button. The procedure was completed with a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation found residue was present on the device to indicate use. A visual examination of the device found no issues. A functional check was performed by opening and closing the button to verify adequate closure. A vacuum was pulled by inserting a syringe into the button shaft. Shaft collapsed indicating valve sealed properly. The inner dimension of the body and stem was measured and found to be within specifications. The returned unit was not consistent with the complaint incident that the device connector leaked. Since the feeding adaptor was not returned with the button, interface between the components could not be verified. Because the button was within specification, the customer complaint was not confirmed. Therefore, root cause could not be confirmed. (B)(4).